Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9784477) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown) and could not pass through. Upon attempting to retract the stent, it detached from the delivery wire within the microcatheter (mc). Both the microcatheter and stent were removed, and a new stent was used to complete the procedure. There was a procedure delay of approximately 10 minutes, but the procedure was completed with no patient consequences or adverse effects reported. Additional event information received on 22-jan-2026 indicated that there was the use of a guidewire in the microcatheter prior to using the enterprise system. There was ¿complete rinsing¿ during the procedure. A torque device was used. The microcatheter did not kink/bent. The device was replaced and the procedure was completed. The device was returned to j&j medtech for further evaluation. A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned for analysis. Microscopic inspection was performed on the stent component, and it was noted fully expanded, both ends can be noted as completely flared; however, two struts were bent. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent prevented functional testing for the impeded condition reported, the customer complaint is confirmed based on the damaged stent. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the stent and stent, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9784477) was impeded in the distal end of a prowler select plus 150/5cm (product code: 606s255x, lot number unknown) and could not pass through. Upon attempting to retract the stent, it detached from the delivery wire within the microcatheter (mc). Both the microcatheter and stent were removed, and a new stent was used to complete the procedure. There was a procedure delay of approximately 10 minutes, but the procedure was completed with no patient consequences or adverse effects reported. Additional event information received on 22-jan-2026 indicated that there was the use of a guidewire in the microcatheter prior to using the enterprise system. There was ¿complete rinsing¿ during the procedure. A torque device was used. The microcatheter did not kink/bent. The device was replaced and the procedure was completed.